Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown issue occurred regarding a regarding minicap transfer set. This was further described as ¿in response to the filed action announcement for separation ¿ between female connector and main body the reporter stated that event¿. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient is no longer a pd patient and it currently on hemodialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.